Event description:
Patient was delivered in low risk delivery building. During the delivery in the l&d room, the compact 30 was used to assist in the delivery. Initial reporter did not know how many attempts were made with the compact 30. Delivery was unsuccessful. The family member was moved to an or and they tried vacuum assist with a hand pump. Initial reporter did not know how many attempts were made with the hand pump. Delivery still unsuccessful. A c-section was performed. Patient transferred to main hospital and died three hours later.